Manufacturer narrative:
The field service engineer reviewed how the command module was being used. The monitor was mounted above the display and is at a height that a person would have to reach above their heads in order to correctly align the module to the monitor. The overhead reach causes an angle when trying to insert the module and this angle will add resistance when pushing the module into place. The reported event was the result of the nurse using more force than usual to insert the command module into the monitor. When the module snapped into place the nurses finger was pinched and inadvertently lacerated as a result. The nurse was then administered a tetanus shot. The field service engineer recommended that the hospital staff lower the module housing to an accessible height. This minor injury was accidental in nature and not a failure of the product to meet specifications. There have been no other reports of lacerated fingers associated with using the 91496 command module. Spacelabs considers this issue closed. Not a product malfunction - user error.

Event description:
Staff nurse was inserting the 91496 command module into the xprezzon monitor when there was some resistance, the nurse applied additional force and cut her finger on the monitor when the module slid into place.